Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that required emergency assistance. An exact bg value and additional information was not provided. Customer declined to troubleshoot with tandem technical support.